Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 472 mg/dl at one point. The patient treated via manual insulin injection. The insulin pump had alarmed failed battery test, which was resolved by changing to a new battery. The insulin pump also passed the high pressure test and the self test during further troubleshooting. The insulin pump was not returned for analysis.